Event description:
Patient had bilateral breast augmentation with silicone implants inserted at age (B) (6). At approximately age (B) (6), right breast implant ruptured and extruded through the bottom part of her breast and she has had discharge and bleeding since then. Patient presents to the or on (B) (6) 2009 for explantation of bilateral breast implants. Procedure: explantation of disintegrated r breast implant and implant material; r radical capsulectomy; removal of r breast and chest silicone granulomata. Post op diagnosis: ruptured r breast implant; severe capsular contracture r breast; deformed r breast; malposition r breast; infection r breast; ruptured l breast implant; contracture of l breast. Surgeon only removed right breast implant that was totally disintegrated and could not be recognized. Will address left breast implant at a later date. Infectious disease consult done. Impression r/o chronic infection vs sterile abscess.

Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease; location of effective and ineffective leads. Stereotact funct neurosurg. 2009; 87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced no improvement in symptoms after initial lead placement with persistence of all symptoms. The pt also experienced adverse effects of facial contractions and dysarthria. The lead was determined to not be optimally placed. Following unilateral lead repositioning the pt's symptoms were controlled and the pt did not have any adverse effects.

Event description:
It was reported that the device was explanted after an implant duration of approximately 7.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B) (4). In the initial medwatch report 6000001-2009-00958 CAPA investigation number mdq-CAPA-(B) (4) was provided. The information provided in the initial medwatch was incorrect. The reported channel select on channel c not functioning could not be confirmed or duplicated on the pump in question. An inspection of the channel c keypad found it to be operating as designed. There is no change in the keypad reports. No escalation to CAPA (corrective action preventative action) is warranted at this time.

Manufacturer narrative:
The pump arrived and was evaluated at baxter. The reported condition was not confirmed or duplicated. The software version in this pump is: ui master: 5.04.00, categorized as unremediated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)

Event description:
The customer's purchasing associate reported on 11 september 2009 a colleague cx triple channel volumetric infusion pump with "error code: channel select not functioning channel c", discovered during biomedical service on (B) (6) 2009. The device was properly loaded at the time of the event. There were no alarms or failure codes that occurred. According to the customer, there was no patient injury or medical intervention associated with this report. There is no additional complaint information available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this complaint. (B) (4).the pump has been returned and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results and if further complaint information becomes available.